Event description:
A doctor reported that the patient connector of a transfer set would not connect properly to a titanium adapter when the transfer set was changed. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).an evaluation of the sample was conducted. Visual inspection, leak testing, clear passage testing, and clamp function testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter shroud was below nominal. Improvements were made to the mold and molding department. A follow up will be filed if any additional relevant information becomes available.